Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted via remote transmission that inappropriate atp therapy was delivered due to oversensing of noise. The lead was explanted and replaced. Patient condition was good after the event.